Event description:
In notes dated (B)(6) 201,1 it states that the seizure frequency has decreased from what was occurring in (B)(6) 2011. In notes dated (B)(6) 2011 and received on (B)(6) 2012, it states that the seizures have increased and are occurring with 2-3 tonic-clonic events occurring monthly and usually at night. The seizures start with staring followed by blinking, shoulder twitching, then generalization into tonic clonic episodes. The magnet will work to suppress the seizure but only if used early enough. There is a concern that the patient's babysitter does not keep up with the patient's ketogenic diet. The vns settings were 2/30/500/30/0.8/2.25/500/60. The patient weight was (B)(6). The plan was to wean the patient off depakote and start vimpat. Notes dated (B)(6) 2010 and received on (B)(6) 2012 it states that the seizures have increased from the baseline of 1-2 per month to 3 per month. The last seizure occurred the week prior to the visit on (B)(6) 2010. The patient's dosage of zonegran had been decreased but then increased due to the increase in seizure activity. The settings were adjusted from 1.5/30/500/30/0.8/1.75/500/60 to 2/30/500/30/0.8/2.25/500/60. The plan included adjustment of the vns parameters and to adjust the AED regime. The weight was (B)(6). Good faith attempts for additional information were unsuccessful to date.